Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. Attempts to obtain patient information were unsuccessful. The hospital declined to provide patient information due to "confidentiality." Attempts to obtain the patient information were made via email and phone. Additional information obtained indicated the device was inspected prior to use and no damage was observed. Device had been inserted one (1) time. Resistance was felt crossing the legion and the catheter stuck on another device. A balloon was inflated and the user cut off the proximal end of the catheter to facilitate removal of the device from the patient's body. The user confirmed a gw, gc and eep were removed together; but we were unable to confirm whether the balloon was also removed with the manufacturer's device. No additional medical or surgical intervention was required to complete the procedure and the patient did not experience an injury or adverse event. The device was visually and microscopically inspected and damage was observed. The proximal shaft was separated 1152 mm from the distal tip and 449 mm distal to the luer. A bend was present 612 mm from the distal tip. The distal shaft was peeling 36 and 29 mm from the distal tip as well as on the proximal fillet above the weld legs. Scratches were present on the scanner body and proximal fillet. A bend was present 16 mm from the distal tip. A bend was present on the scanner body just distal to the dies. The device failed the guidewire test as the mandrel encountered resistance at a bend 16 mm from the distal tip. Additionally, minor resistance at several locations along the distal shaft. The proximal and distal fillets of the device were measured and were within design specification for the profile of the device. The ridges created from the bend, peeling adhesive, and peeling portions of the distal shaft may have negatively affected the evenness of the exterior of the device. This, along with several bends on the device, could have compromised the maneuverability of the catheter. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints. The probable cause of the reported failure would be damage to the exterior and several bends that compromised the mobility of the device as a result of excessive force applied during the procedure. Strain, impact, and forces associated with use can affect the integrity of the device. The damage observed was likely that result of handling of the device after leaving the manufacturing facility. The instructions for use (IFU) indicate the following cautions: "do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. Use caution when removing the catheter over the guide wire from a stented vessel to minimize patient risk. If resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath/guide catheter) at the same time."

Event description:
It was reported the catheter was used for evt approached from fa. During crossing the lesion inside the body the catheter was stuck on other device (detail is unknown). A balloon was inflated for the removal of the catheter and a user cut off hand side of the catheter and the catheter was removed from the patient body. Other company product "terumo wr" was alternatively used approached from radial and the procedure was completed. There was no harm to patient. Treatment was completed by the procedure. Patient's condition today was described as "stable." Lesion: calcification: moderate, plaque.